Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number for needle through shield. H3 other text : see h.10

Event description:
It was reported that 3 unspecified bd¿ pen needles were found sticking out of their sheaths. The following information was provided by the initial reporter: "three needles out of the same batch have been sticking out of the sheath. One was quite literally at a right angle to the sheath and sticking out just above the base"

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 3 unspecified bd¿ pen needles were found sticking out of their sheaths. The following information was provided by the initial reporter: "three needles out of the same batch have been sticking out of the sheath. One was quite literally at a right angle to the sheath and sticking out just above the base"